Event description:
Dealer advised enduser stated the joystick is shocking them. Dealer advised no specified injury. Dealer advised have not been out to see chair but sending out someone today to replace with another joystick.